Manufacturer narrative:
(B)(4). Evaluation, results: dissection, death. Aortic neck was short, 7 mm long, 25-26 mm in diameter, severely angulated greater than 60-70 degrees and the iliac limbs were heavily calcified. Stent graft used for treatment of a short and severely angulated aortic neck. Conclusions: aortic neck was short, 7 mm long, 25-26 mm in diameter, severely angulated greater than 60-70 degrees and the iliac limbs were heavily calcified. Stent graft used for treatment of a short and severely angulated aortic neck.

Event description:
An endurant stent graft system was implanted in a patient for the endovascular treatment of a 5.5 cm to 5.7 cm hourglass heavily thrombosed abdominal aortic aneurysm approximately one month ago. Vessel morphology was reported as aortic neck was short, 7 mm long, 25-26 mm in diameter, and severely angulated greater than 60-70 degrees, without thrombus or calcification. The iliac arteries were non-tortuous, heavily calcified and 11-12 mm in diameter, and the left femoral was completely occluded. The right iliac was ectatic. The endurant bifurcated stent graft was implanted without issues via the right side. The physician elected to make an aui configuration with the endurant bifurcated stent graft and talent converter stent graft with a fem-fem bypass. It was reported that after the talent converter was implanted, a dissection of the right iliac was noted. The dissection was resolved by the implantation of a contralateral iliac limb extending into the right external iliac. It was reported three days post procedure, the patient had an mi and expired. The patient had a do not resuscitate order, therefore, there was no further intervention performed. (Ref. MFR# 2953200-2011-00389, and 2953200-2011-00390).